Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/04/2016 with the following findings: during investigation, the pump was returned with moisture in the battery compartment. There was no moisture observed through the display lens. A leak test failed due to cracks in the battery compartment. A keypad leak was also found and the keypad was found to be peeling off. The pump was opened and there was moisture found on the battery canister and on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.